Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). During a follow-up with the customer, it was found that the patient did not know the cause of the alarm. Per the patient, there were no loose connections, disconnections or defects noted on the supplies. The patient did not know the lot number. The patient did not have any injury or harm as result of this issue. The patient is continuing therapy manually. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during therapy. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and to resume therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.